Event description:
During the procedure a rupture was observed at the distal end of the microdelivery catheter. The device was removed and there was no impact or consequences to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that the patient had a very tortuous anatomy and continuous flush was maintained. The physician reported encountering a lot of resistance while advancing the system to the aneurysm and attempting to deploy the stent.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the physician had experienced a lot of resistance when advancing the stent delivery system to the lesion and had to use a little force to overcome this resistance. It was also reported that the patient had a very tortuous anatomy, continuous flushed was maintained and that it was the distal portion of the catheter had broken. A review of the device history record (DHR) was conducted and the device met all required specifications. The microdelivery catheter containing the stent and stabilizer were returned. The microdelivery catheter proximal outer shaft was severely stretched just distal to the strain relief and separated just distal to the hub under the strain relief. The microdelivery catheter inner tubing was also stretched but still intact. The microdelivery catheter was compressed on its distal shaft 4.5cm from its distal end. The stent was in the microdelivery catheter in its intended location. Efforts were made to push the stent out with a .020" mandrel and were successful. The stent was deployed on the table. The stabilizer was removed from the microcatheter and was found conforming to its specifications. No other anomalies were noted. Although additional information indicated that it was the distal end of the catheter that had separated. It was the proximal end that was observed to be damaged during analysis. The root cause of high friction during deployment cannot be definitively determined in this case. Identified possible causes are: highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. Additional information did indicate the anatomy to be very tortuous, which is believed to be the primary cause or contributor to the reported issue. Because the tortuosity of anatomy limited the performance of this device, a probable root cause of operational context was assigned.

Event description:
During the procedure a rupture was observed at the distal end of the microdelivery catheter. The device was removed and there was no impact or consequences to the patient.